Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 30. On 2023-10-24, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and inflammation. No further patient complications were reported.